Event description:
It was reported that there was unexpected longevity. It was noted that most of the time the lv (left ventricular) lead was at high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (b)(60 2006; 407652 lead, implanted: (B)(6) 2006. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.